Manufacturer narrative:
H10: internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tsa surgery performed on an unspecified date, the 38mm reverse liner +3 s came loose from humeral spacer. A revision surgery was then performed on (B)(6) 2024, in order to replace the 38mm reverse liner +3 s. The current health status of the patient is unknown.

Manufacturer narrative:
H3,h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the 38mm reverse liner +3 s. Therefore, no investigation is deemed for the other device. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that intraoperative and x-ray images were provided for review and confirm the superior dislocation and the glenosphere sitting on the edge of the insert, but it doesn¿t give insight on the root cause of the dislocation. Based on the information provided the clinical root cause of the reported events could not be determined. Although we cannot rule out improper implant selection, trauma, non-compliance with post-operative treatment plans, activity level, or a component malperformance as likely contributory factors. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for aetos¿ shoulder system revealed that modular components must be assembled securely to prevent disassociation. Avoid repeated assembly and disassembly of the modular components which could compromise a critical locking action of the components. Additionally, periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components. This has been identified as an intraoperative and postoperative precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.